Event description:
It was reported that the patient had their ipg replaced on (B)(6) 2019 and the issue is resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort (described as burning sensation) located at the ipg site while the stimulation is turned off and on. Reportedly, the patient was seen for x-rays. In turn, surgical intervention is pending to address the issue.